Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported 22g hypodermic needle was returned for investigation. The device was received inside a plastic container with the cannula separate from the hub and the clear protective cap was separate in the container as well. During visual investigation, the outer diameter of the returned needle was measured with calibrate calipers and the inner diameter of the needle was measured with the pin gauge; both parameters were confirmed to be within specification. Additionally, the fragment of the returned needle was tested for cannula breakage; no breakage was observed on the cannula tuning. During examination of the device with magnification, the physical appearance of the compromised end of the cannula fragment and the needle hub area were found to be consistent with breakage. As the device passed all testing, no evidence was found to suggest a manufacturing defect. It was determined the bent cannula was a result of the force application. (B)(4).

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during an unsuccessful attempt to engage the safety device on a hypodermic needle, the metal needle broke and remained in the patient vein momentarily until removed. No adverse health outcomes occurred.